Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there is no report of a malfunction or deficiency related to this event. The pd effluent culture did not grow after 5 days, so it is unknown how the patient developed peritonitis. It is unknown if the patient utilizes proper aseptic technique for set up of pd supplies. Based on the available information, the cause of the peritonitis cannot be determined.

Event description:
On (B)(6) 2018 this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy reported that he had been hospitalized with the flu, a cough, a high fever, and abdominal pain. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. The patient was hospitalized on (B)(6) 2018 for peritonitis. The patient presented with abdominal pain, high fever, cloudy and bloody effluent. At the time of hospitalization, the patient was also taking over the counter (otc) medications since early (B)(6) for flu and cough. At the time of admission, the patient¿s white blood cell count was 1040 (unknown units). The patient was started on antibiotics of ampicillin for two weeks (route, dose, and frequency unknown). The pd effluent culture (unknown draw date) had no growth after five days, however, the sputum culture was positive for prevotella melaninogenica. Further hospital course is unknown. The patient was discharged (B)(6) 2018. The patient¿s abdominal pain was mild but not resolved and a repeat wbc count was 199 (unknown units and draw date). According to the pdrn, the cause of the blood in the effluent could possibly be the result of the patient completing yard work that day and utilizing a leaf blower.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.